Manufacturer narrative:
(B)(4). No reporter or hospital contact information in the medwatch. User facility and mw # 5097616. Mw # 5097616. Two events were reported on one mw. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, mw#5097616, during surgeon's lap. Lar cst loaded the psee60a powered stapler with the gst60b load to staple across the sigmoid colon. While the surgeon maneuvered the stapler to the correct position the gst60b staple cartridge fell out of the stapler. Normally this would be considered a user error. However, this same incident happened the day before during the same type of procedure (the assistant for this case was also on the case the day before) and the cst, in this case, has loaded this cartridge into the stapler successfully multiple times without this incident ever happening. These two factors lead us to believe there might be something wrong with either the stapler or cartridge or both. The psee60a and gst60b were taken off the sterile field and placed back into their original packaging with lot numbers. There were no patient consequences reported.